Event description:
Edwards received information that a patient with a 23mm aortic pericardial valve, implanted unknown duration, underwent a valve-in-valve procedure due to structural valve deterioration. Mild transvalvular aortic regurgitation was also observed. The patient presented dyspnea on exertion. A 26mm sapien3 was implanted in replacement. Per the reported information, the valve-in-valve procedure was chosen in consideration of advanced age, frailty, and being a hemodialysis patient. The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including the patient's hemodialysis treatment.

Event description:
Edwards received information that a patient with a 25mm 3300tfxj aortic pericardial valve, implanted approximately five (5) years and seven (7) months, underwent a valve-in-valve procedure due to severe aortic stenosis secondary to structural valve deterioration.